Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was alarming intermittently for gas loss. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4, h4. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. Leakage checks were performed per the service manual. All readings were holding steady with no leaks found. The fse carried out the 30 psi calibration. The iabp was returned to the customer in safe, working order.